Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.

Manufacturer narrative:
H3: the 8781 catheter was returned and no significant anomalies were identified. Concomitant medical products: product ID neu_ptm_prog lot#/serial# unknown product type programmer, patient product ID 8781 lot#/serial# (B)(6) implanted: (B)(6) 2023, explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 06-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (18.5 mg at 12.25268 mg/day), bupivacaine (19.3 mg at 12.78252 mg/day), and fentanyl (2000 mcg at 1324.61373 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced increased pain rated (B)(4) in their low back. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc morphine by 0.2mg was made. Additional information received from the healthcare provider via a clinical study indicated that pump was helping but that the patient requested an increase. An increase in sc morphine by 1mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient's pain was radiating into thier legs and boluses weren't lasting as long. An increase in sc morphine by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in boluses by 0.1mg and increase in sc fentanyl by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had increased pain and was not using all their boluses due to difficulty administering them. A removal of 4 boluses, increase boluses by 0.1mg each and increase in sc morphine by 0.5mg was made. Additional information received from the healthcare provider via a clinical study indicated that issue was due to the patient's limited knowledge of technology. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc morphine by 0.4mg was made. Additional information received from the healthcare provider via a clinical study indicated that a failed catheter dye study occurred, they were unable to aspirate. A surgical catheter revision is required.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase in sc morphine by .6mg and an increase bolus dose by .1mcg was made.

Manufacturer narrative:
Continuation of d10: product ID: neu_ptm_prog; serial#: unknown; product type: programmer, patient. Product ID: 8781; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant product ID neu_ptm_prog lot# serial# unknown. Product type programmer, patient product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2023 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a wean was started and the patient had no signs of withdrawal.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had gone to the emergency room twice for withdrawal symptoms.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a catheter replacement occurred.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog serial# unknown product type programmer, patient product ID 8781 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase in sc morphine by .5mg and an increase in bolus dosage to .25mcg each was made.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog serial# unknown: product type programmer, patient product ID 8781 serial# (B)(6) implanted: (B)(6) 2023: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a two step wean was started.